Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy for an atrial tach with rvr. The episode was reviewed via (B)(4). Noise on the atrial channnel was seen on review of the stored emg. Isometrics and pocket manipulation was suggested to try to recreate the noise. Capture, sense and impedance testing also recommended.